Manufacturer narrative:
Initial reporters' occupation is unknown. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the intersection of the two inlet lines. No patient or staff injury was alleged.